Event description:
It was reported that during the procedure, the device failed to enter standby mode, and the laser continued firing despite the footswitch not being pressed. Activation of the emergency stop button successfully stopped the laser. Boston scientific has been unable to obtain additional information regarding the patient or procedure outcome, despite good faith efforts.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.